Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to implant fracture and pain.

Manufacturer narrative:
Investigation results were made available. Additional: a2, h2, d11. Correction: b4, g4, g7, h3, h6, h10. Concomittant medical devices: znn nail 10.5 x 105 lag screw, ref# 47-2485-105-10, lot#: 2863876. Znn cmn screw trauma cortical screw, ref# unknown, lot# unknown. Set screw, 8 mm, 21 mm, hex 3.5 mm, ref#: 47-2493-000-00, lot# 15.183420. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: implant fracture. Review of event description: it was reported that the patient was implanted with a znn nail on (B)(6) 2016 and revised on (B)(6) 2018 due to implant fracture and pain. Removal of the broken nail took over 4h to remove all nail parts. Review of received data two cd¿s were received. The x-rays were reviewed by an independent healthcare professional. (B)(6) 2016 pelvis overview, left hip lauenstein-projection: slightly dislocated pertrochanteric fracture of the left femur with dislocation of the lesser trochanter (ao-classification a2.3). (B)(6) 2016 pelvis overview, left hip axial (lauenstein): correctly inserted 125 ° femoral nail on the left, distally a locking screw. No evidence of implant loosening or material failure. No significant dislocation trochanter minor, no discernible dislocation trochanter major. (B)(6) 2016 pelvis overview, left hip axial (lauenstein): compared to the pre-x-ray dated nov 30, 2016, no change of the implant position and no dislocation of the bone fragments. (B)(6) 2018 CT pelvis / left hip + thigh soft tissues: on picture no. 55/65 series 7 discernible slight varus deviation of the proximal intramedullary nail portion above the lag screw can be seen. Devices analysis: visual examination: the broken znn nail, a lag screw, a set screw and a cortical screw were returned for investigation. The visual examination shows that the nail was broken through the lag screw hole . The fracture surface on both broken parts is characterized by beach lines which depict the fatigue character of the fracture. On the fracture surfaces no material defects that could have triggered the fracture could be detected. On both broken parts there are signs of lag screw movements visible. Furthermore, there are also several scratches on the outer diameter of the nail available. The lag screw shows some polished areas and strong damages in the middle part of the shaft and also around the grooves. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. The correct znn nail extraction is described in the surgical technique 97-2493-002-00. The lifetime of the device is described in the clinical evaluation report (cephalomedullary nail cmn zimmer natural nail system). A non-union is usually declared 8 months after the fracture occurred but this time point is depending on several factors such as fracture location, fracture type, patient age, comorbidities, etc. And might be expanded up to 12 months. A delayed or non-union of a fracture will subject the fracture site and osteosynthesis device to repetitive stresses that may cause eventual bending or breakage of the osteosynthesis device. After healing occurs, these osteosynthesis devices serve no functional purpose and removal is recommended. Root cause analysis root cause determination using rmw: breakage of implant due to inadequate design of mating components: not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Breakage of implant due to lack of adequate fatigue strength due to anodization not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Breakage of implant due to incorrect distal nail design for short nails (flexible nail end) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to general corrosion (crevice, pitting, galvanic) not possible no corrosion found in the investigation. Breakage of implant due to the implant therapy is performed not as indicated possible, it could be that a wrong implant therapy was performed by the patient. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture not possible the x-rays do not show any abnormality. Breakage of implant due to users select wrong nail diameter,lenght and/or determine wrong ccd angle not possible the x-rays do not show any abnormality. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction possible, no information given about post op restriction. The nail was in vivo for more than 15 months. Breakage of implant due to patient do not follow the post-operative protocol possible, the nail was in vivo for 15 months. The breakage might have occurred due to high forces applied. Fatigue fracture found in the investigation. Breakage of implant due to explanted implant is used for new implantation surgery possible, no patient stickers available. It is unknown if a new nail was used or not. Conclusion summary: it was reported that the patient was implanted with a znn nail on (B)(6) 2016 and revised on (B)(6) 2018 due to implant fracture and pain. Removal of the broken nail took over 4h to remove all nail parts. The devices were in vivo for 15 months. The broken nail and the sub components were returned for investigation. The visual examination of the products indicates that no material defects that could have triggered the fracture could be detected. As the znn nail was broken after 15 months of implantation, this case can be considered as a non-union. According to clinical evaluation report, a non-union is usually declared 8 months after the fracture occurred but this time point is depending on several factors such as fracture location, fracture type, patient age, comorbidities, etc. And might be expanded up to 12 months. A delayed or non-union of a fracture will subject the fracture site and osteosynthesis device to repetitive stresses that may cause eventual bending or breakage of the osteosynthesis device. In this case the znn nail was broken after 15 months. After healing occurs, the osteosynthesis device serves no functional purpose and removal is recommended. Furthermore, it is mentioned that the nail removal took over 4h. It is unknown why the removal took that long. No further detailed information was provided. The nail extraction is described in the surgical technique. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for the breakage of the znn nail. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).